Event description:
Customer reported blood glucose results of 94 mg/dl and 341 mg/dl within 10 minutes on the compact plus system, and results of 326 mg/dl and 104 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms relative to these comparisons, did not treat or act on results. A request was made for the return of the system, replacement was sent.